Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 74mg/dl. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.